Event description:
The customer alleged that during a diathermy, the surgical drapes caught fire. The patient was having a shave biopsy of a lesion on the right shoulder. The surgeon used diathermy to achieve haemostasis. Whilst using diathermy, the surgical drape caught fire. The patient suffered a small burn to the surgical site and the surgeon suffered a small burn to the finger. The only treatment needed for both was basic first aid.

Manufacturer narrative:
Product was purchased in 2013 and has been used for approximately 10 years prior to this event. Customer stated this was not an oxygen rich environment. Customer confirmed the surgical drape was over the operating site. Single use adison bipolar forceps were in use during the event. According to the attached IFU for the current in production model of ids-310, mc-55-225-001: danger: fire / explosion hazard - do not use the bovie® ids-310 in the presence of flammable materials. Fire / explosion hazard - the following substances will contribute to increased fire and explosion hazards in the operating room: flammable substances (such as alcohol based skin prepping agents and tinctures) the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times. When using electrosurgery in the same room with any of these substances or gases, prevent their accumulation or pooling under surgical drapes, or within the area where electrosurgery is performed. Complaint confirmed from pictures from customer. Root cause is believed to be accidental user error, in having a drape to close to the activation site. (Flammable material) based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.